Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) in 2008. At one day post-op the next day, the patient returned for surgery to have the pis redone to relieve pupilary block/high iop. The patient experienced corneal edema. One month later, the patient had iritis in the left eye. The icl was explanted two months later, due to inadequate vaulting. The patient had a slight opacity in the left eye but it did not affect the vision. A longer lens was implanted and at the post-op visit approx two months later, the patient's bcva was 20/30. The icl was centered very well and the vault was perfect. The patient is very happy with the icl.

Manufacturer narrative:
Evaluation results - (other): a lens work order search was performed and no similar complaints were found within the work order.